Event description:
It was reported that control-iq feature did not adjust insulin delivery as customer expected. The customer¿s blood glucose (bg) level was displayed as ¿low¿; however, a specific value was not provided. Customer treated low reading by consuming carbohydrates, and technical support confirmed that control-iq was active and functioning as intended. Reportedly, customer's total daily insulin was incorrect. Technical support explained how system predicts glucose levels and uses total daily insulin information, and educated customer on correct programming, which customer understood and acknowledged.